Event description:
It was reported that the patient was admitted for right heart failure on (B)(6) 2022. The patient's right heart failure did not exist prior to their implant, but there were no reported device issues that could have caused or contributed to their right heart failure. The patient experienced fatigue and a cough. Palliative care was considered with no inotropic therapy. Low flow alarms were noted. The plan was to discharge the patient home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported right heart failure could not be conclusively determined through this evaluation. The reported low flow alarms could not be conclusively determined through this evaluation as no log file data from the time of the reported event was provided by the account. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. G) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The instructions for use cautions: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ this document also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.